Event description:
It was reported that the insulin pump alarmed button error. Customer stated the keypad unresponsive. Customer's blood glucose was 252 mg/dl. Customer stated that there were drops of water o the buttons. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.